Event description:
It was reported that this pacemaker exhibited undersensing for its right atrial (ra) lead. Technical services (ts) was consulted and discussed device stored data as well as programming options. This device remains in service. No adverse patient effects were reported.